Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the blood glucose ran high to 300 mg/dl and was treated with manual injection. The insulin pump was unresponsive and was being replaced.